Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that they experienced a high blood glucose level of 454 mg/dl. The customer treated with manual injections. The customer also experiences blood glucose value such as 283 mg/dl, 320 mg/dl. The customer had symptoms such as no frequent urination, blurred in eyesight. Troubleshooting was performed for the high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.